Event description:
Per the clinic, the patient reported an intermittent connection to the internal device. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
The returned iol was received cut in two pieces across the optic precluding measurement of the diopter. The optical manufacturing records were reviewed, results for the serial number affected shows that the lens was released within specifications. The surgeon implanted a higher diopter lens of the same model. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. All information available is contained in this report.

Event description:
Amo received a report on (B)(6) 2010 that a patient's intraocular lens (iol) was to be removed and replaced on (B)(6) 2010, three weeks after the initial implant. The explant was due to a refractive surprise. Return of the lens is anticipated but not yet received.

Manufacturer narrative:
The intraocular lens has not yet been received for analysis. The iol met all manufacturing specifications prior to release. An update to this report will be submitted following inspection of the iol.